Event description:
It has been identified recently as being prone to cuff leaks. Per the report, even if the cuff is checked prior to intubation, there seems to be micro-leaks that occur over 10-15 minutes after intubation. And it affects all sizes of the cuffs.